Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing in all 3 vectors during isometrics testing while this patient lifted their body off of a chair. A non sustained episode with noise had previously been observed. Technical services (ts) discussed imaging to verify s-ICD system location, in which the health care professional (hcp) would obtain and call back if needed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient came into the office and isometrics testing was performed. Noise and oversensing were reproducible while this patient lifted their body off of a chair. Ts discussed obtaining x rays with the care professional (hcp). This s-ICD was left in secondary vector and tachy therapy programmed off in the meantime. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversening in all 3 vectors during isometrics testing while this patient lifted their body off of a chair. A non sustained episode with noise had previously been observed. Technical services (ts) discussed imaging to verify s-ICD system location, in which the health care professional (hcp) would obtain and call back if needed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient came into the office and isometrics testing was performed. Noise and oversensing were reproducible while this patient lifted their body off of a chair. Ts discussed obtaining x rays with the care professional (hcp). This s-ICD was left in secondary vector and tachy therapy programmed off in the meantime. This s-ICD remains in service. No adverse patient effects were reported. Additional information received that analysis was requested which confirmed that there have been no new tachy transitions or counters, as tachy therapy is off. Previous discussion and options were discussed including rescreening or revision in which this patient did not want to. It was noted this patient might receive a transvenous tachy device in the future. At this time, this s-ICD remains implanted with tachy therapy off. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Device return is being requested from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing in all 3 vectors during isometrics testing while this patient lifted their body off of a chair. A non sustained episode with noise had previously been observed. Technical services (ts) discussed imaging to verify s-ICD system location, in which the health care professional (hcp) would obtain and call back if needed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient came into the office and isometrics testing was performed. Noise and oversensing were reproducible while this patient lifted their body off of a chair. Ts discussed obtaining x rays with the care professional (hcp). This s-ICD was left in secondary vector and tachy therapy programmed off in the meantime. This s-ICD remains in service. No adverse patient effects were reported. Additional information received that analysis was requested which confirmed that there have been no new tachy transitions or counters, as tachy therapy is off. Previous discussion and options were discussed including rescreening or revision in which this patient did not want to. It was noted this patient might receive a transvenous tachy device in the future. At this time, this s-ICD remains implanted with tachy therapy off.